Event description:
Report received from an international affiliate of a leak of a chemotherapy agent at the connection of the luer to the IV access device. The report states: "immediately after starting the infusion of doxorubicin, a leakage was noted by the rn at the male tip of the primary IV set connected to a 22 gauge peripheral IV catheter (unknown manufacturer)." Reportedly, small drops of doxorubicin fell on the pt's skin. The pt's skin was cleaned by the nurse and there was no reported skin reaction or other consequences to the patient. The nurse reconnected the male tip "tightly" to the IV catheter, but the leakage persisted. The set was then replaced and the leakage was resolved. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A lot number was identified.